Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial or lot number was unknown. The manufacturing location was unknown. Device manufacture date was unknown. The device serial or lot number was unknown; therefore, UDI: (B)(4).

Event description:
It was reported that the small battery drive device was stuck in the on position. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the small battery drive device had lever damage, moving parts of the device were not moving smoothly, component damage, and unintended activation/motion. It was further determined that the device failed pretest for check for unintended motion. Therefore, the reported condition that the device was stuck in the ¿on¿ position was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4: the device serial number was reported as unknown in the initial report and has been updated to (B)(6). H4: the device manufacture date was reported as unknown in the initial medwatch report. This has been updated to jul 10,2018. G1-2: the manufacturer location was unknown in the initial report. The location has been updated to oberdorf. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. UDI: (B)(4).